Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a non-tortuous and moderately calcified lesion, located in the ostium saphenous vein graft artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent would not cross the lesion and was removed. The lesion was then pre-dilated and the stent re-entered the body. However, the stent would not cross completely and it was reported that stent dislodgement occurred during delivery to/at the lesion. A 2.0 balloon was re-inserted into the dislodged stent. Trying to capture the stent with the balloon was unsuccessful. It was decided to inflate the balloon. While inflating, the stent advanced to target area. Post dilation was carried out with a 2.5 euphora, 3.0 euphora, 3.5 euphora, 4.0 nc euphora and 5.0 nc euphora. Patient is reported to be fine, with no injury.